Manufacturer narrative:
Device was initially received for the complaint that the dso expulsor was stuck. It had occurred during testing. During investigation found the missing downstream occlusion seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The complaint of dso expulsor stuck and dso missing confirmed through visual inspection and motor test. The chassis and expulsor valves were replaced. The dso/uso sensor calibration was performed. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the dso expulsor was stuck. It had occurred during testing. During investigation found the missing downstream occlusion seal. This malfunction makes the event reportable. There were no patient involvement and harm.